Event description:
It was reported that during a percutaneous coronary intervention, "excessive" balloon withdrawal resistance was encountered. The lesion location was not specified. The procedure was completed with this device. No patient injuries or complications were reported. No other information is available regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.